Manufacturer narrative:
The customer contacted the ccc. The customer had discovered that a phlebotomist had been drawing blood in an incorrect manner. The issue was determined to be sample-specific, as normal results were obtained on redraw samples. The phlebotomist is no longer drawing blood. The cause of the discordant potassium results is related to incorrect phlebotomy practices. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer contacted the siemens customer care center (ccc) and stated that discordant, falsely elevated potassium results were obtained patient samples on a dimension xpand with hm instrument. The customer was able to provide one example. The discordant result was reported to the physician(s) and questioned. The sample was repeated on the same instrument and the result matched the initial result. The patient was redrawn and the new sample was repeated on the same instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant potassium results.